Event description:
It was reported that during a bph surgical procedure "metallic cap detached" - "unknown if cap detached inside the patient or if retrieval was required" at 15,300 joules and 03:18 minutes of usage. The fiber was exchanged and the case was completed with a second fiber. Patient outcome: no injuries to the patient reported.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the metal cap is detached and not returned; the distal end of the glass cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits mild devitrification at the output window; the outer flow tubing exhibits contamination, likely biologic; the fiber exhibits scratch marks on outer flow tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.